Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range at the time of event. Siemens is investigating this issue.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on one patient sample on the advia centaur xp instrument. The result was reported as (B)(6) to the physician(s). The physician(s) did not believe the result, and a new specimen was collected. The new sample was tested, resulting (B)(6). The original sample was then re-centrifuged and repeated, also resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00580 was filed on september 30th, 2016. Correction (12/20/2016): this MDR, 2432235-2016-00580, is a duplicate MDR to previously reported MDR 1219913-2015-00131.